Event description:
During a craniotomy procedure, a perforator used to drill through the skull did not function as intended. Normally the usual codman disposable perforator bit will stop as you breach the skull as to not affect the brain or dura. This one did not stop and resulted in torn dura and a small nick (cut or notch) to the brain. Surgeon reported that this was not the first bit to do this in the last week. No serious injury to the patient was noted during or after the incident. Requested product, codman disposable perforator drill, was returned to integra lifesciences on 04/30/2020.